Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported as on or about (B)(6) 2017.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked and gouged) also has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use and care package insert it states that breakage can occur if the instruments are subjected to high loads or impactions and it is unknown whether surgeon followed the surgical techniques. From the provided information the root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.